Event description:
It was reported that the patient had lead fractured. It was also noted that the patient had lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned per hospital policy.